Event description:
It was reported that during intra-aortic balloon (iab) therapy in the intensive care unit , there was a pressure trace with no numbers and the customer was able to re zero the pressures. The catheter would flush and aspirate ok. There was no difficulty with insertion of the iab. There was no problem with the trigger or EKG and no interruption in iab therapy. The cause of death was not directly related to intra-aortic balloon pump (iabp). Patient had poor prognosis due to cardiogenic shock and the severe mi. A separate report will be submitted for the intra-aortic balloon (iab).

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided.

Manufacturer narrative:
The pump model and serial number of the involved iabp has not been reported to us. Additionally, there was no reported malfunction of the involved iabp; however, additional information has been requested, and if received, we will submit a supplemental report. Device not returned to manufacturer

Event description:
It was reported that during intra-aortic balloon (iab) therapy in the intensive care unit , there was a pressure trace with no numbers and the customer was able to re zero the pressures. The catheter would flush and aspirate ok. There was no difficulty with insertion of the iab. There was no problem with the trigger or EKG and no interruption in iab therapy. The cause of death was not directly related to intra-aortic balloon pump (iabp). Patient had poor prognosis due to cardiogenic shock and the severe mi. A separate report will be submitted for the intra-aortic balloon (iab).